Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation sensations from the scs system. A company representative met with the patient and stopped the sensations using the patient's magnet. Regardless, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy resumed following the procedure.